Event description:
It was reported that the subjected was nauseated due to pain from the incision. The subject had noticed that there was yellow-green colored pus coming out of the incision and felt like the area was hardened and feverish. The subject experienced an incisional site infection. The patient was prescribed keflex.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the subjected was nauseated due to pain from the incision. The subject had noticed that there was yellow-green colored pus coming out of the incision and felt like the area was hardened and feverish. The subject experienced an incisional site infection. The patient was prescribed keflex.